Event description:
Revision surgery was performed one month after the primary procedure due to a tear of the extensor mechanism, involving both the quadriceps and the patellar tendon. No implant loosening was observed. A suspected infection was noted, and a complete open arthrotomy was performed to manage the condition.

Manufacturer narrative:
Batch review performed on 18 december 2025. Lot 2521351: (B)(4) items manufactured and released on 30-sept-2025. Expiration date: 16-sept-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.